Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a battery depletion alert on two occasions. Boston scientific technical services (ts) performed a data analysis and noted a premature battery depletion; device replacement was recommended, and a safe replacement interval was provided. The device was explanted and replaced. This device is not expected to return. No additional adverse patient effects were reported.

Event description:
It was reported, that this subcutaneous implantable cardioverter defibrillator (s-ICD). Triggered a battery depletion alert on two occasions. Boston scientific technical services (ts) performed a data analysis, and noted a premature battery depletion. Device replacement was recommended, and a safe replacement interval was provided. The device remains in service. No adverse patient effects were reported.